Event description:
No additional information.

Manufacturer narrative:
One my8060-0006 sample was received for investigation of (B)(4), in which the customer had stated: "a black spot was found on the top of the syringe on the inside." The sample was received with some residual fluid in the line. No packaging was received with the sample; however, the customer has indicated that the lot number was 24026383. A visual inspection of the returned sample confirmed the customer's experience as a black spot was observed inside the syringe. The spot appears to be embedded in the wall of the syringe as it did not move when the fluid was agitated. The details of this feedback were forwarded to the manufacturing site for investigation. Their analysis confirmed that the foreign matter is most likely to have been caused by burnt granules from the raw material that have been embedded into the drip chamber wall during the injection molding process. This is a cosmetic defect only and does not affect the functionality or sterility of the product. A review of the production records for lot 24026383 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. The quality team at the manufacturing site has been informed of this report and will continue to monitor the incoming feedback and remain vigilant to issues of this nature during future production. A review of the customer feedback database indicates that this is an isolated feedback with no further reports of this nature against the my8060-0006 product in the past 12 months.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd bd texium needle-free syringe had foreign matter the following information was received by the initial reporter with the verbatim: a black spot was found on the top of the syringe on the inside.